Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that during a device interrogation it was noted the lead safety switch (lss) had been tripped for the right ventricular (rv) lead due to high out of range pacing impedance measurements. The lss changed the polarity of the lead from bipolar to unipolar. The lead was left programmed in unipolar configuration. At this time the pacemaker and rv lead remain in service. No adverse patient effects were reported.